Event description:
It was reported via social media that cardiac arrest occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. One week post implant, the patient had a heart attack.

Manufacturer narrative:
Date of event - aware date of (B)(6) 2022 used as event date is unknown.

Event description:
It was reported via social media that cardiac arrest occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. One week post implant, the patient had a heart attack. It was further reported that the patient was experiencing severe chest pain. Their blood pressure and heart rate were extremely high. A myocardial infarction and thrombus were ruled out. Their levels of troponin were elevated. The physician determined that the patient was in acute atrial fibrillation. The patient was discharged from the hospital the next day.

Manufacturer narrative:
B3: date of event - updated. D6a: implant date - updated. H6: patient code corrected from myocardial infarction e061202 to atrial fibrillation e060102.